Event description:
It was reported that during a device change out, externalized conductors were observed under fluoroscopy. Lead was capped and replaced. Patient was doing fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.